Manufacturer narrative:
The results of the investigation are inconclusive as the device was replaced, and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost stimulation due to ipg being inoperable. In turn, surgical intervention occurred where in the ipg was explanted and replaced.